Event description:
It was reported that a user believed they announced a meal but later saw no meal announcement in the ilet app and asked if it was too late to announce after finishing the meal; the user was informed it was acceptable to announce within the allowed post-meal window and was reminded they can announce up to 30 minutes after eating. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical intervention. Customer care agent performed investigative communication and use review with education on correct meal announcement timing and process. Investigation of this case revealed user operation difficulty related to meal announcement timing with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user understanding and use of device within specifications following education.